Event description:
It was reported that the implanted device alerted due to atrial pace impedance of less than 200 ohms. Historical data showed impedance ranging between 560 ohms to 660 ohms. Stored electrograms for atrial tachy response also demonstrated brief episodes of noise on the atrial channel. Technical services recommended further in-clinic review. The atrial lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the implanted device alerted due to atrial pace impedance of less than 200 ohms. Historical data showed impedance ranging between 560 ohms to 660 ohms. Stored electrograms for atrial tachy response also demonstrated brief episodes of noise on the atrial channel. Technical services recommended further in-clinic review. The atrial lead remains in service and no adverse patient effects were reported. It was additionally reported that the implanted device alerted for atrial pace impedance greater than 3,000 ohms. The patient was recently seen in clinic and the device is programmed to vvir, with the biventricular trigger on.